Event description:
It was reported that the user applied a new dexcom g7 continuous glucose monitor (cgm) sensor and paired it only to the dexcom app, forgetting to pair the sensor to the ilet, which resulted in the ilet not receiving glucose data until the agent guided the user through the correct pairing process and the device proceeded to warm-up. No adverse clinical symptoms reported. Outcomes included restored pairing with expected warm-up prior to data display and no alerts or alarms. User support included troubleshooting and user education over the phone to complete pairing with the correct sensor type. Investigation of this case revealed user setup error leading to initial lack of connection between the ilet and the g7, resolved by proper pairing steps. It was concluded, based on previously established findings for similar reports, that the cause was user error.

Manufacturer narrative:
Initial.